Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that after carrying a box of magnets they experienced shortness of breath and palpations. The patient noted that they thought "thought something was wrong with" the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.